Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a cryo ablation procedure that introduction of the balloon catheter into the sheath "seemed tight and caused aspiration resistance which caused air bubbles". Multiple aspirations were reported to be required to remove all air. The sheath continued to be used to complete the procedure with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 90456-72, and data files were returned. Data files do not show a system notice unrelated to the reported issue of air ingress. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced with a test balloon catheter introduced through the sheath. Dissection showed the hemostatic valve was leaking. In conclusion, the reported issue of air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.